Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged device is noisy, difficulty breathing/short of breath. There was no report of patient harm or injury. The device was returned, and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged device is noisy, difficulty breathing/short of breath. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of unknown dust/dirt contamination on all surfaces of the base unit, unknown residue on ui front panel and control knob, unknown dust contaminate at the air inlet, slight unknown white colored dust/dirt contamination within bottom enclosure, blower housing, on blower motor casing, and on impeller. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes that multiple contaminates found were inconsistent with sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.